Event description:
M.d. Order titrate heparin to keep ptt>50 <90. On (B)(6) 2013 at 1800, rn initiated std heparin 900u/9ml.hr. On (B)(6) 2013 at 0800, the returning rn reported bag empty, presumed infused. Patient had no signs or symptoms of adverse effects, no bleeding observed. No obvious patient harm occurred. The IV pump, bag and tubing was removed and sequestered by plant operations, and evaluated by iss technician who was unable to identify a malfunction or duplicate an infusion error. The pump will be further evaluated.